Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by that 2 infusion set tubing was cracked.the infusion set was in use for 2 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.